Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulties include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others. In this case, it was reported that due to patient¿s severe calcification it was difficult to position the valve resulting in an implant that was "too deep" with subsequent moderate paravalvular leak. This event does not allege a device malfunction occurred. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl was due to suboptimal position, as the valve was implanted "too deep" with resultant moderate pvl. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to severe calcification it was difficult to position the valve resulting in an implant that was too deep with resultant paravalvular leak moderate (pvl). A balloon aortic valvuloplasty (bav) was performed, however, the physician felt a valve-in-valve implant would more thoroughly resolve the pvl and a second transcatheter bioprosthetic valve was successfully implanted resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.